Event description:
A report was received that the patient was experiencing shocking sensations at the pocket site so the physician decided to revise. The physician repositioned the ipg and the patient was reportedly doing fine.